Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the customer has had this unit since (B)(6) 2015 and the base is bent where the caster will no longer touch the floor.